Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07149, 0001825034-2017-07150, 0001825034-2017-07151.

Event description:
It was reported a patient experienced wound infection and delayed wound healing approximately one month post-implantation of a total knee system. Patient was treated with antibiotic therapy. No further information has been provided.